Manufacturer narrative:
No unexpected alarm noted during testing. Device received with all operating currents within spec and passed functional testing including the rewind test, self-test, unexpected restart error test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test. Also, device passed the delivery accuracy test at 0.0881 inches. No possible over/under delivery anomaly noted. The bolus wizard functioning properly per bolus wizard sample in the 523/723 user guide. Unit was downloaded and all bolus delivered were found at the carelink report. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they experienced high blood glucose with blood glucose of 256 mg/dl at the time of the incident. The customer was trying to use the bolus wizard but was getting an estimate of 0 units for a correction dose. The previous bolus was missing in pump history but was showing up on carelink. The customer used the pump to treat. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. Troubleshooting was completed and the pump did not make correct calculations based on the information entered. The insulin pump will returned for analysis.